Event description:
A peritoneal dialysis patient reported that he noticed moisture on the pump heads as he removed the cassette. There is no report of patient ill effect. There is no sample available for evaluation.